Event description:
The patient experienced lung cancer surgery. The vessels are tortuous. This rv lead was implanted, followed by an ra lead. The ra lead punctured the svc. The chest was opened in the hybrid operating room and the ra lead was removed. The rv lead was explanted as well to prevent infection.

Manufacturer narrative:
Upon receipt, the leads under complaint were subjected to an extensive analysis. The performance of the leads were scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. The leads proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.